Manufacturer narrative:
Section b5: additional information. Section g3: correction . Additional information: patient code. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information communicated on (B)(6) 2020 reported, that the patient hemoglobin and hematocrit were stable. And that the patient was still without overt signs of bleeding. On (B)(6) 2020, it was additionally reported, that the patient's bleeding had resolved on (B)(6) 2020 without sequelae. It was additionally, communicated on (B)(6) 2020, that the patient had developed an arterial peripheral thromboembolism of the right cephalic vein. There was complete occlusion of the left radial artery and vein at the wrist. On (B)(6) 2020, it was reported, that the patient had an ultrasound impression taken of their left upper extremity. The patient was negative for deep vein thrombosis. And positive for basilic vein thrombosis (a superficial vein).

Event description:
On (B)(6) 2020 the patient experienced vasoplegia that required an increase in vasopressor requirements. This continued through the 4th and was considered resolved on (B)(6) 2020. The event's relationship to the device under study was listed as probable, and its relationship to the implant was listed as probable. On (B)(6) 2020 the patient had respiratory failure that was classified as respiratory acidosis and was treated with inhaled nitric oxide. It was unlikely this was related to the device, but probable that it was related to implant procedure. This was considered resolved on (B)(6) 2020. The patient also had a chest x-ray that revealed pulmonary edema on (B)(6) 2020. IV lasix x1 was administered and its relationship to implant procedure was listed as probable. The x-ray also showed right pleural effusion that required the placement of a chest tube. This was reported as probably related to the device and to the implant procedure, and it was considered resolved on (B)(6) 2020. On (B)(6) 2020 the patient experienced torsades vt cardiac arrhythmia that was treated with cardioversion. This was listed as probably related to the device and to the implant. On (B)(6) 2020 the patient had elevated potassium, pointing to hyperkalemia, which was possibly related to the implant procedure. This resolved the same day. Also, on (B)(6) 2020 an abdominal ultrasound noted diaphragmatic stiffness/weakness. It was possible that this was related to both the device and the implant, and it was considered resolved on (B)(6) 2020. A chest x-ray on (B)(6) 2020 found bibasilar atelectasis, which was possibly related to the device and the implant. On (B)(6) 2020 right pneumothorax was seen on a chest x-ray, and it was probably related to the device and to the implant but was considered resolved on (B)(6) 2020. An increasing creatinine level pointed to renal dysfunction that was unlikely related to the device but possibly related to the implant procedure. Creatinine levels were as follows: (B)(6) 2020. On (B)(6) 2020 both left and right atrial lead displacement were noted. Ep assessed the situation and ICD lead extraction transvenous was performed. The extraction of the pulmonary artery lead of the cardiac resynchronization therapy-defibrillator was displaced into the right ventricle. These were considered not related to the device or to the implant procedure. On (B)(6) 2020 a chest x-ray found trace right apical and basilar pneumothorax. This was unlikely to be related to the device but possibly related to the implant procedure and was considered resolved on (B)(6) 2020. The patient's recurring hyperkalemia was also noted on 14sep2020 and was unlikely to be related to the device but possibly related to the implant procedure. This was considered resolved on (B)(6) 2020. The patient had an increasing platelet count (B)(6) 2020 and thrombocytosis that was unlikely to be related to the device but was possibly related to implant was found on (B)(6) 2020. On (B)(6) 2020 bleeding occurred. Counts were down trending (B)(6) 2020 and a total of (B)(4)units of prbcs were given from (B)(6). This was considered possibly related to both the device and the implant procedure. It was considered resolved on (B)(6) 2020. On (B)(6) 2020 it was noted that the patient had been having recurrent arterial blood gas with stable compensated respiratory acidosis. The 21st showed the patient being slightly more lethargic with venous blood gas and some co2 retention, as well as down drifting ph. This hypercapnia was considered possibly related to the device and to the implant procedure and was considered resolved. On (B)(6) 2020 left arm phlebitis was noted post arterial-line removal when a hematoma was found that was warm and tender to palpation. This was unlikely related to the device but possibly related to the implant procedure. On this day the patient also had a temperature spike to 38.2 c and 1/2 blood cultures was positive for klebsiella pnuemoniae. There was also a slight rise in wbcs. The patient was started on meropenem and polymyxin. The infection was considered unlikely to be related to the device but possibly related to the implant procedure. It was considered resolved on (B)(6) 2020 and on (B)(6) 2020 the medication was changed to avycaz per infection diseases. On (B)(6) 2020 there was thrombophlebitis of the right cephalic vein, as well as complete occlusion of the left radial artery and vein at the wrist. These venous and arterial peripheral thromboembolisms were considered unlikely to be related to the device but possibly related to the implant procedure. Venous thromboembolism was also noted on (B)(6) 2020 when a left upper extremity venous doppler ultrasound was negative for deep venous thrombosis but basilic vein thrombosis of a superficial vein was found. This was listed as unlikely to be related to the device but possibly related to the implant procedure.

Manufacturer narrative:
Section b5: additional information section h6: additional information no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The date of resolution for the patient¿s hyperkalemia was updated to 06sep2020. This condition had reportedly been treated with bicarbonate and insulin. Additionally, a 2cm right mid-lung nodular opacity was observed but was considered unlikely related to either the device or implant procedure. Several updates to condition onset/resolution were provided: the date of resolution for the patient¿s left arm phlebitis was updated to (B)(6) 2020. The date of onset for the patient¿s venous thromboembolism was listed as both (B)(6) 2020 and (B)(6) 2020. The date of resolution for the patient¿s pulmonary edema was updated to (B)(6) 2020. The patient¿s thrombocytosis resolved without sequelae on (B)(6) 2020. The patient¿s bibasilar atelectasis, as seen on chest x-ray, resolved without sequelae on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (infection, gastrointestinal bleeding, peripheral thrombus, respiratory failure, renal dysfunction, cardiac arrhythmia, and patient condition) cannot be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 lists infection, bleeding, cardiac arrhythmia, thromboembolism, renal dysfunction, and respiratory failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia, infection, and thromboembolism as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. Information regarding the recommended anticoagulation therapy and international normalized ratio range is also included in this section. Care instructions regarding preventing infection are provided in various sections of this document. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 04aug2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported on 23sep2020 that the patient had bleeding with down-trending hemoglobin and hematocrit. The patient was transfused with 1 unit of packed red blood cells. Additional information received on 24sep2020 reported that the patient's bleeding began on (B)(6) 2020 and was ongoing. The initial edc report stated that the site of bleeding was unknown and no diagnostic tests were performed. Additional information received on 05oct2020 reported that the patient received 7 total units of packed red blood cells from (B)(6) 2020 to (B)(6) 2020 without overt bleeding. A gastrointestinal (gi) workup was made and the patient presented with a negative push enteroscopy. The patient's colonoscopy was cancelled due to no bleeding and the patient being stable. The patient was transferred from intensive care.